Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed errors. Customer blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not exposed to a high magnetic field and they not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.